Event description:
Event description cpi received information that this transvenous defibrillation lead exhibited poor r wave amplitude and episodes of non-physiologic oversensing which resulted in pacing inhibition. The problem was not resolved by adjusting the sensitivity or repositioning the helix, so the lead was explanted and replaced.